Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: patient was implanted with a revitan stem on an unknown date and underwent revision on (B)(6) 2020 due to implant fracture. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two radiographs of the left hip are available. The images show a fracture of the pin of the distal revitan component. The fracture is located between distal and proximal revitan components. Product evaluation: the complained device was discarded; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing device identification. Conclusion: the patient was implanted with a revitan stem on an unknown date and underwent revision due to implant fracture on (B)(6) 2020. Based on the radiographs obtained, a pin fracture of the distal revitan component can be confirmed. Otherwise, neither patient nor medical records, such as operative reports and radiographs of the entire time in vivo, are available. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, based on the information given, no specific root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.